Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on both leads. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The event of high impedance was reported to abbott. The patient's leads were explanted and replaced due to high impedance. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.